Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the ok and down arrow buttons required several hard presses to activate a response. It was reported, the pump is not exposed to water and there is no sign of keypad peeling.